Event description:
It was reported that in 2003, patient underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. The complaint alleges that, shortly following the patient's surgery, "they developed extreme pain, swelling and other serious injuries." The complaint also alleges that the patient "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life....and and impaired ability to bear children."

Event description:
In a complaint of litigation, it was reported that in march 2003, pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. The complaint alleges that, shortly following the pt's surgery, "she developed extreme pain, swelling and other serious injury." The complaint also alleges that the pt "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurment, mental anguish, los of capacity for enjoyment of life... An an impaired ability to bear children." Update: additional information provided 09/2005 note that according to the pt, the following is alleged to have occurred: immediate symptoms of excessive pain, swelling, and adhesions. Long term complaints of loss of energy, fatique, continuing and constant pain nonresponsive to treatment, sharp pain in bowel and colon areas, extreme pain during bowel movement.